Manufacturer narrative:
Initial 3 of 3. Establishment name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set tape came off within 2 days of use on (B)(6) 2026.